Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated (B)(6) 2023 in the b.5. Field. No further follow-up is planned. Evaluation summary a family member of a male patient reported that "the injection button of the injection pen that the patient was using couldn't be pressed down when the insulin was used until half, it could be used again when replacing a new insulin cartridge." The patient experienced abnormal blood glucose. The investigation of the returned device (batch 1203d01, manufactured march 2012) found the device met functional requirements. No malfunction was identified. The patient used same humapen ergo ii for approximately 10 years. The core instructions for use state the humapen ergo ii has been designed to be used for up to 3 years after first use. The core instructions for use also state to always carry a spare insulin pen in case your pen is lost or damaged. There is evidence of improper use. The patient used the device beyond the recommended use period. This misuse is not likely relevant to the complaint since the device functioned normally, nor to the event of abnormal blood glucose.

Event description:
Lilly case ID: (B)(4) this report is associated with product complaint: (B)(4) this spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned a 74-years-old (at the time of initial report) asian female patient of han nationality. Medical history was none. Concomitant medications included metformin, mecobalamin and thiamine hydrochloride for an unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injection (humulin 70/30, 100u/ml) from cartridge via reusable pen humapen ergo ii, 30-40 units in morning and 30-40 units in evening, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2013 (considered improper use). On an unknown date while on human insulin therapy she experienced dizziness and unstable blood glucose (units, values and reference range was not provided) due to which she was hospitalized on (B)(6) 2023. She had not yet been discharged from the hospital. On or around (B)(6) 2023, it was found out that humapen ergo ii device could not be pressed down and could not push out insulin ((B)(4) / lot 1203d01). The information regarding the outcome of events, corrective treatment details and further hospitalization details were not provided. The status of human insulin isophane suspension 70%/human insulin 30% therapy was ongoing. The operator of the humapen ergo ii device was the patient and her training status was unknown. The device model duration of use was not provided but was started on an unspecified date in 2013 and the suspect device duration of use was 10 years. The use of humapen ergo ii was discontinued and it was return to the manufacturer on (B)(6) 2023. The initial reporting consumer assessed the relatedness of the events with the human insulin isophane suspension 70%/human insulin 30% therapy as unknown, while did not provide the relatedness assessment of the events with the humapen ergo ii. Edit 07-nov-2023: upon review of information received on 17-oct-2023, the case was updated from p2 to p1. Added euca field information and hospitalization details (admission date and hospital name). Updated narrative accordingly. Edit (B)(6) 2023: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update (B)(6) 2023: additional information received on (B)(6) 2023 from the global product complaint database. Entered the device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields; added date of device manufacture, updated malfunction from unknown to no, product return number for the suspect humapen ergo ii pen associated with pc (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned a 74-years-old (at the time of initial report) asian female patient of han nationality. Medical history was none. Concomitant medications included metformin, mecobalamin and thiamine hydrochloride for an unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injection (humulin 70/30, 100u/ml) from cartridge via reusable pen humapen ergo ii, 30-40 units in morning and 30-40 units in evening, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2013 (improper use). On an unknown date while on human insulin therapy she experienced dizziness and unstable blood glucose (units, values and reference range was not provided) due to which she was hospitalized on (B)(6) 2023. She had not yet been discharged from the hospital. On or around (B)(6) 2023, it was found out that humapen ergo ii device could not be pressed down and could not push out insulin (pc 6773972/ lot 1203d01). The information regarding the outcome of events, corrective treatment details and further hospitalization details were not provided. The status of human insulin isophane suspension 70%/human insulin 30% therapy was ongoing. The operator of the humapen ergo ii device was the patient and her training status was unknown. The device model duration of use was not provided but was started on an unspecified date in 2013 and the suspect device duration of use was 10 years. The use of humapen ergo ii was discontinued and it was return to the manufacturer on 23-oct-2023. The initial reporting consumer assessed the relatedness of the events with the human insulin isophane suspension 70%/human insulin 30% therapy as unknown, while did not provide the relatedness assessment of the events with the humapen ergo ii. Edit 07-nov-2023: upon review of information received on 17-oct-2023, the case was updated from p2 to p1. Added euca field information and hospitalization details (admission date and hospital name). Updated narrative accordingly. Edit 08nov2023: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.